Event description:
It was reported that this implantable pacemaker alerted for an atrial arrhythmia burden. The stored electrograms (egms) showed false atrial tachy response (atr) episodes due to farfield r-wave oversensing (ffos). Further review was recommended of programmed parameters to ensure appropriate atrial arrhythmia detection. Battery longevity is normal, and lead measurements are stable. The device remains in service. No adverse patient effects were reported.